Manufacturer narrative:
Sample collection and storage information were not provided for this event. Controls were run before and after the event; results were within limits. Customer bleached flowcell and repeated testing per bci call center's instructions. Customer indicated that flow cell bleaching resolved the issue and patient samples were repeated with lower basophil results. Per labeling, use all the flagging options (suspect, definitive, high/low, parameter codes and your laboratory's flagging criteria) to optimize the sensitivity of the instrument results. Do not single out one message our output, such as a histogram or scatterplot, to summarize the specimen or patient's condition. Root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the hmx instrument generated erroneous differential (high basophils) results for three (3) patients when compared to manual results. Erroneous results were reported out of the lab for one (1) of the three (3) patients. Instrument printout for this one (1) patient showed that the instrument generated suspect messages. The customer did not provide printouts for the other two (2) patients. No reports of death, injury, or change to patient treatment have been reported in connection with this event.